Event description:
Reportedly, on (B)(6) 2019 the patient received 60 shocks due to ventricular tachycardia. Therefore, on (B)(6) 2019, an ablation of the ventricular tachycardia focus took place. During a follow-up interrogation performed on this same date, a charge time of 40.3 seconds was observed, with a warning message indicating detection of an excessive charge time and potentially inefficient defibrillation system.a new interrogation was performed some time later. A charge time of 10 seconds was found, with the previously mentioned message still appearing. No other anomaly was observed with the subject defibrillator.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, on (B)(6) 2019 the patient received 60 shocks due to ventricular tachycardia. Therefore, on (B)(6) 2019, an ablation of the ventricular tachycardia focus took place. During a follow-up interrogation performed on this same date, a charge time of 40.3 seconds was observed, with a warning message indicating detection of an excessive charge time and a potentially inefficient defibrillation system.a new interrogation was performed some time later. A charge time of 10 seconds was found, with the previously mentioned message still appearing. No other anomaly was observed with the subject defibrillator.